Event description:
A high drain error 104 (night drain #4) alarm was identified in the log of a returned homechoice device. (A high drain alarm is indicative of an iipv situation. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2013 at 11:27:57. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If additional relevant information is received, a follow-up will be sent.